Manufacturer narrative:
The insulin pump had button error alarm due to corroded on keypad trace. The insulin pump was received with broken reservoir tube lip. No moisture damage found on electronic assembly and motor.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer also reported that there were cracks near the reservoir compartment. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.